Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to complete ECG baseline) has been confirmed. During the investigation the electrode belt intermittently failed testing of the ECG circuitry. The cause for the failure was isolated to a short in ECG "c". An unused pulse wire in the cable migrated into ECG "c", causing a short. The root cause for the migrated wire has not been positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that the lifevest was unable to complete an ECG baseline during a patient fitting.